Event description:
It was reported that at a follow-up appointment, high, out-of-range shock (>125 ohms) and pacing (>2000 ohms) pacing impedance was observed from the right ventricular (rv) lead. The physician is continuing with remote monitoring. At this time, the system remains implanted and in-service.